Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that paddle (lead) migration. Loss of pain relief. Cause was unknown. X-ray was done. Revised paddle after migration. Issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.